Event description:
After pippetting hiv I/ii plates on summit, it was observed that low sample was added to well a5 on three different plates. No error was generated by the summit. No death or serious injury was associated with this incident.